Event description:
It was reported that during a surgical procedure at the user facility, the o-ring inside of the lid came out. As a result, the device would not lock closed properly, with the potential to expose a non-sterile battery to a surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, the o-ring inside of the lid came out. As a result, the device would not lock closed properly, with the potential to expose a non-sterile battery to a surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The product was not available for inspection, so the reported event, housing o-ring came out, could not be confirmed in this case.